Manufacturer narrative:
Initial reporter phone: (B)(6). The biosense webster, inc.(bwi) product analysis lab received the device on 03/24/2021. The device evaluation was completed on 04/28/2021. Visual analysis of the returned sample revealed ra eddish material and a hole in the pebax. Metal is exposed on the catheter. The root cause of the pebax damage cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specifications and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. It should be noted that product failure is multifactorial. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through bwis quality system. A manufacturing record evaluation was performed for the finished device lot 30462488m, and no internal actions related to the reported complaint condition were identified. As part of bwis quality process, all devices are manufactured, inspected, and released to approved specifications. Regarding the visual finding observed, the instruction for use contains the following information: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool¿ smart touch¿ sf bi-directional navigation catheter and the biosense webster inc, (bwi) product analysis lab found a reddish-brown material inside the pebax and a hole on it. The internal components were exposed. Initially, it was reported that after the procedure has ended, when the catheter was removed from the patients body, blood was observed on the product between 23 pole (between spring), mixed bubble. The surgeon was concerned and requested for an investigation. The procedure was completed without patient consequence. The foreign material inside the pebax - no external damage issue was assessed as not MDR reportable. Since there was no damage to the pebax integrity that could cause the foreign material to travel into the blood circulation. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found on 04/27/2021 that there was a reddish material and a hole on the pebax with metals exposed. This finding was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is 04/27/2021.